Manufacturer narrative:
The field service engineer determined the rinse nozzle was stuck, leaving liquid in the reaction cells. The nozzle was removed and cleaned. The rinse head was also cleaned. All mechanical, operational and precision checks passed successfully. The last calibration performed on 05-apr-2021 was ok and there were no alarms. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory and questioned by a nurse. The sample was repeated an an amended report was issued. The sample initially resulted in a na value of 117 mmol/l, which repeated as 140 mmol/l. The repeat value was believed to be correct. The sample initially resulted in a cl value of 116.1 mmol/l, which repeated as 98.7 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.